Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod on (B)(6) 2026, the patient removed the pod on this day and noticed the skin was red with a small white spot of purulent discharge at the injection site. On (B)(6) 2026 the site became more inflamed and swollen. The patient¿s parent contacted the hospital on (B)(6) 2026 and was advised to bring the patient to the surgical department. An ultrasound was performed which confirmed that the deeper layers of skin were not affected. The patient underwent further examination and an abscess was diagnosed. The patient was prescribed topical ichtholan pomada (ammonium bituminosulfate) 20% 15 g cream. A new pod was applied successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.